Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer states wheellocks are loose and dealer also states the shoe spacers are worn down